Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge jumped from 80% to 5% then back up to 95%. There was no reported impact to the customer's blood glucose level. The customer declined to upload the pump data logs for review by tandem technical support. Reportedly the customer would continue to use the pump for insulin therapy.